Event description:
A 20 mm diameter x 12 mm diameter x 16.5 cm length aneurx bifurcated stent graft and it components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vassel morphology are unk. It was reported that 31 months post stent graft implant the stent graft migrated, due to disease progression, resulting in a type I endoleak. The physician elected to implant an aneurx aortic cuff. 12 months later the aortic cuff migrated, resulting in a type I endoleak. The physician elected another manufacturer's device and the endoleak resolved.